Event description:
On (B)(6) 2010, company rep reported pt was hospitalized while awaiting a replacement infusion device. Infusion device was replaced for cartridge error (e10). F/u was completed with pt. Pt switched to injection therapy after cartridge error (e10) on infusion device. Pt was "not able to control blood glucose" on injection therapy. Pt was hospitalized for 2 days and treated with an insulin drip. Blood glucose elevated above 500 mg/dl and pt was in ICU at hospital. Target blood glucose is 80-120 mg/dl. Pt was vomiting and nauseous due to hyperglycemia. Pt has since rec'd her replacement infusion device and blood glucose returned to normal range.